Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a routine system check and a high sensitivity system check which both generated acceptable results within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has been determined for this event to date.

Event description:
The customer reported that on (B)(6) 2011 a lower than expected prolactin result, above the normal reference range, was generated from a unicel dxl800 access immunoassay system, for one patient sample. Beckman coulter inc. Assessment of customer supplied data indicated that subsequent testing on both the original and an alternate dxi instrument produced higher results within the same clinical category but outside of the assay's stated precision claim. The alternate dxi instrument result was regarded as valid. The initial prolactin result associated with this event was released from the laboratory and was questioned by a physician. There were no reports of death, serious injury or modification to patient management associated with this event. Beckman coulter inc. Assessment of customer supplied data indicated that instrument assay quality control results were performing within the customer established ranges during the timeframe of this event. There were no errors posted to the event log in conjunction with this event. Additional system information was not provided by the customer. The sample was collected in a plasma tube with gel separator, was a full draw and was normal in appearance with no visible irregularities. The repeat result, generated on the alternate dxi instrument, was diluted with a ratio of 1:5 prior to testing.